Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided biopsy procedure in normal density tissue, the device allegedly self activated. It was further reported that no coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided biopsy procedure in normal density tissue, the device allegedly self activated. It was further reported that no coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for full evaluation, five electronic photos were provided for review. Based on the photo review, the reported needle detachment can be confirmed. The photos confirm the coaxial to be in three segments. Per the reported event details, the patient coughed and a fragment of the coaxial sheared off. While a definitive root cause could not be determined based upon available information, it is likely that patient factors contributed to the reported event. It is unknown if other procedural factors may have also contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.